Manufacturer narrative:
Discarded by user facility.

Event description:
It was reported that the interpulse handpiece was observed to leak a yellow substance from the tip prior to a procedure. A back up device was used to complete the procedure with no patient or user injuries and no adverse consequences.